Manufacturer narrative:
(B)(4). The bubble CPAP system is designed to provide breathing support to a spontaneously breathing neonate or infant via the nares by either nasal prongs or mask. The system delivers humidified air to the patient and uses an underwater seal in the bubble CPAP generator at the distal end of the expiratory breathing circuit to provide CPAP to the patient. Method: the complaint bc191 nasal tubing was returned to fisher & paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed that the breathable film of the returned nasal tubing was torn. Conclusion: the damage is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the bc191 flexitrunk infant nasal tubing was found to be torn before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint device. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the bc191 flexitrunk infant nasal tubing was found to be torn before use. There was no patient involvement.